Event description:
It was reported there was a self test failure. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however since it was noted that the keyboard was out of specification, the "lock" button was collapsed, the investigation found the event to be plausible. It was also noted that the upper case was broken, one control knob was broken, both bail covers were broken, and the battery drawer was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.